Event description:
Plate broken due to non union. Surgeon interested in biomechanical testing to be done. Another surgery planned to correct problem.

Manufacturer narrative:
The macroscopic and microscopic examination shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture with evidence of forced rupture. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation there is no indication for any systematic device related failure.